Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of incident and was 53 mg/dl at the time of hospitalization. The customer experienced symptoms such as vomiting related to high blood glucose level. Customer did not mention any treatment related to high blood glucose level. Customer was unable to complete carelink upload. The device will not be returned for analysis.